Event description:
Unidentified red-colored substance was noticed under MFR seal on 'reprocessed' neptune manifold (for use with n2). It was thought that the 'unk substance' may be bioburden so all reprocessed manifolds were removed from use, as the packaging had been discarded and therefore lot number not able to be isolated for the affected manifold. The affected manifold was not used on a pt. Company rep aware, received the affected manifold on 12/05/2019, sent to company 12/06/2019.